Manufacturer narrative:
Asp investigation summary: the investigation included a device history review, visual analysis, functional analysis, complaint trending by problem code, and failure mode and effects analysis. A batch records review for this lot performed by the affiliate showed no anomalies. A visual analysis done by the affiliate confirmed there were no damages to the outside of the bottle. The bottle was tested by the affiliate and leakage was confirmed. The open torque of the bottle was lower than expected; however, the batch review of the reported lot showed that the product was manufactured within specifications. Per the affiliate, a review of the complaint history for the reported lot did not reveal any other reported complaints. This is the first leakage complaint for the product since the bottle cap maker was changed in (B)(6) 2009. Disopa solution is only sold in (B)(6). It is similar to cidex opa which is sold in the us. A review of the complaints from december 2009 through december 2010 for cidex opa solution/disopa solution for the problem code "leaking bottle" did not reveal any significant trends. A review of the cidex opa/disopa fmea (failure mode and effects analysis) for leaks indicated an rpn (risk priority number) score below the threshold of 100; therefore, no further action is required at this time. The root cause of the leakage was concluded as unknown. Asp will continue to monitor for trends.

Event description:
The affiliate reported that an unopened bottle of disopa was leaking. There were no injuries associated with the leak reported.